Event description:
It was reported that the reporter was told that the patient¿s spinal cord stimulator (scs) was not working however was told by the health care professional¿s (hcp) office that the patient was not recharging the implant. It was noted that he needed the integrity of the device checked and that she was directed to contact the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# la6536, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6)1999, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v133492, implanted: (B)(6) 2008, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).